Event description:
Philips received a complaint on the intellivue bis module indicating that the that the measured values were low. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and could not replicate the reported issue. No error code was found; the device passed all functional tests. Visual inspection found no abnormalities. The customer confirmed they were no longer experiencing the problem. The equipment was operating normally and returned to use. There was no impact to the user or patient as no patient was involved. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.